Event description:
It was reported that the physician's (B) (6) handheld computer, was getting stuck at the interrogation screen. He stated it happened to him before an it resolved, but then it happened again and did not resolve. Product has been requested, but has not been returned to MFR to date.